Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI# (B)(4). Reported event was confirmed with medical records and radiographs. Review of the available records identified the mild hematoma. Review of the device history records identified deviations or anomalies during manufacturing, the deviations or anomalies would not have attributed to the event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent primary right tha. Subsequently patient experienced a hematoma to right hip approximately 1 month later. No medical intervention was reported and it was noted to have resolved approximately 1 week later. Attempts have been made and additional information on the reported event is unavailable at this time.